Manufacturer narrative:
The technician found the side rail latch had a missing shoulder screw and end tube. The technician replaced the side rail latch shoulder screw and end tube to resolve the issue.

Event description:
The technician alleged that the side rail will not latch. No patient impact.